Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 11/03/2011. Belt - (B)(4) - 03/13/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of nine shocks. The first and the fifth shocks were inappropriate defibrillations. It was reported that the patient received the treatment shock while in rehab. It was reported that the patient reported chest pains had passed out when the lifevest was alarming. The first treatment was delivered while the patient was in sinus tachycardia at 100 bpm with motion artifact and the patient's post shock rhythm was induced ventricular fibrillation (vf) with motion artifact. Treatments 2, 3 and 4 were delivered while the patient's rhythm was vf but were unable to convert the arrhythmias. Treatment 5 was delivered while the patient's rhythm was obscured by CPR and motion artifact. Treatments 6, 7, and 8 were delivered while the patient's rhythm was vf but were unable to convert the arrhythmias. Treatment 9 converted vf to bradycardia at 30 bpm with motion artifact. The response buttons were not pressed during the event. Motion artifact contributed to the false detection. The patient received medical attention at a hospital. There was no death or device malfunction associated with the inappropriate defibrillation event.